Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a patient received erroneous results when tested with coaguchek xs meter serial number (B)(4). At 11:04 a.m., a capillary blood sample from the patient was tested on the meter, resulting as 3.8 inr. At 11:09 a.m., a capillary blood sample from the patient was tested on the meter, resulting as 1.7 inr. At 11:17 a.m., a capillary blood sample from the patient was tested on the meter, resulting as 4.0 inr. Each sample was collected from a different finger. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 1.0 - 3.0 inr. The patient is tested daily in order to make medication adjustments. The patient's product was requested for investigation. Relevant retention test strips (lot 244034) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
A new sample from the patient was tested on (B)(6) 2018. The ahbs results were 221.4 miu/ml and 207.7 miu/ml. The a-hbsii results were 7.58 miu/ml and 8.52 miu/ml.

Manufacturer narrative:
As no sample from the patient could be provided for further investigation, a definitive root cause could not be determined. A general product problem was excluded.